Event description:
It was reported that the customer experienced high blood glucose levels (over 400 mg/dl). The customer had a loose luer lock which could have caused the customer's high bgs.

Manufacturer narrative:
The product has not been returned for eval. Should new info become available a supplemental report will be submitted.